Event description:
During a coronary artery drug eluting stenting treatment procedure there was withdrawal difficulty and the stent had dislodged. The physician performed percutaneous coronary intervention of the right coronary artery (rca) via the right femoral artery. The angiogram of the rca showed previously placed stents, an area of irregular 75-80% disease in the mid rca, 50% distal stenosis and a 50% stenotic narrowing in the proximal rca located on a bend. A 6 fr jr-4 guiding catheter was placed and an iq 300cm guidewire was advanced to the lesion site. A 3.0x20mm taxus express2 drug eluting stent was advanced to the distal rca but did not cross the lesion. The stent delivery system (sds) was removed and the lesion was predilated using a 3.0x30mm maverick balloon inflated to 15 atmospheres for 51 seconds. The maverick balloon was repositioned and inflated to 15 atmospheres for 40 seconds. The guide catheter, guidewire and balloon were then removed and exchanged for an al-1 guiding catheter. A 3.0 x 32mm taxus express2 drug eluting stent was advanced to the distal rca and deployed at 25 atmospheres for 1 minute. The 3.5x20mm taxus express2 stent was advanced to the lesion site but still did not cross the lesion. A 3.5 x 12mm maverick balloon was inflated to 17 atmospheres for 33 seconds, repositioned and inflated to 17 atmospheres for 33 seconds, repositioned and inflated to 12 atmospheres for 32 seconds and again to 15 atmospheres for 53 seconds. The physician attempted to cross the proximal rca again with the 3.5x20mm taxus express2 stent but was unsuccessful. The physician noted difficulty retracting the sds back into the guiding catheter soe the guide catheter, guidewire and sds were all removed as a unit. With inspection of the stent the physician noticed that the stent was not present and could not be located. A fluoroscopy of the distal and proximal circulation was done but the stent was not found. Subsequent angiogram and diagnostic catheters showed a widely patent rca with less than 10% residual stenosis. The pt symptomatically improved by the time of discharge from the cath lab. The pt received promethazine, morphine, lidocaine, morphine, lasix, heparin, integrilin, nitroglycerin and plavix.